Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a bending force was applied to the needle tube when removing the device from the tray, during pre-use inspection or when inserted the device into the endoscope. However, the definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the single use aspiration needle exhibited a snap lock joint failure. There were no reports of patient involvement.